Event description:
On (B)(6) 2010, pt reported the down button on his infusion device is not responding. Pt stated the issue started about 2 weeks ago when he was attempting to give a bolus. Pt reported he has been using the standard bolus feature because the down button is not responding at all. Verified down button is not responding. Pt stated the button pops back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.